Manufacturer narrative:
In response to FDA report number: mw5089974. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and "suspected seromas".

Event description:
Patient reported "their implants were not inserted correctly, intense pain, extremely hard, lumps under their skin, and it is not a natural look", ¿suspected seromas¿. Patient additionally reported "chronic arthritis", unrelated to the device. Healthcare provider reported capsular contracture baker grade unknown on an unknown side. Device remains implanted. This record is for the left side.